Manufacturer narrative:
Date of event: the date was not specified, best estimate is during (B)(6). If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable). To date, the lens remains implanted. (B)(6). Serial#: unknown/not provided. Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. Unfolder/inserter unknown serial number, cartridge unknown model and lot number device manufacture date: unknown, as the serial number of the device was not provided. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the plunger left an imprint on the rim of sensar lens model, aab00 monofocal iol (intraocular lens). This issue happened with several lenses during the month of (B)(6) 2018 and (B)(6) 2019. It was directly visible after the implantation prior to the end of the procedure and during the first post-op checkup. Reportedly, both inserter and cartridges have been changed. Iols have been warmed up prior to the implantation, but nothing changed. It was also noted that there were no visual issues for the patient post-op and there was no delay during the surgery as lenses remain implanted in all cases. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.